Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred during the week of (B)(6) 2019. The event involved a primary plumset that leaked during infusion of paxitaxol from the distal end air vent of the 0.2 micron filter. It was reported that paxitaxol was infusing at 180ml/hour via a plum 360 pump and was noted 2 to 3 hours after the infusion. There was no adverse event or delay in critical therapy.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was performed for lot 918685h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.